Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD)declared elective replacement indicator (eri) due to an extended charge time measurement of 18.9 seconds. The monitoring voltage was 2.58 volts. It was reported the device did not intend to be replaced. The patient was in hospice care and the device had been programmed to monitor only for the past few months. A boston scientific technical services consultant discussed eri/end of life (eol) triggers and optimization of pacing outputs to ensure an appropriate safety margin. The device was currently programmed vvi 50 and the patient was pacing approximately 40 percent of the time. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.